Manufacturer narrative:
Philips investigated the complaint and dispatched a field service engineer (fse) to inspect the system onsite. The fse confirmed that the system was unable to boot. During troubleshooting, the issue was traced to the flex vision pc, which was stuck at 0. To resolve the issue, the customer replaced the flex vision pc but was unable to complete the repair. The fse then reloaded the board software onto the new unit to finalize the process. Following the replacement and software reload, the system was restored to normal operation and returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.